Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to set ipg into MRI mode. Eventually, the patient lost therapy due to ipg being inoperable. The ipg did not communicate with external devices and displayed the end of life message. As such, surgical intervention took place on (B)(6) 2020 where in the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
The device was not returned for analysis, however programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol. Hence, this event does not meet the reportability criteria.